Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system does not start. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and manually booted the host pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system does not start. Philips remote service engineer (rse) reviewed log remotely and confirmed that the abnormal behavior of host pc. Rse informed the customer to press the power button of host pc and the system was returned to use in good working order. The issue reoccurred and philips field service engineer (fse) inspected the system onsite and confirmed that the main pc of the device was malfunctioning. Fse deleted the images and replaced the host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.